Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss noted during testing or in the pump trace download. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that her husband was in the emergency room and getting ready to be transferred to intensive care unit due to high blood glucose on (B)(6) 2019 with the blood glucose of 750 mg/dl. The customer was treated with the intravenous drip for 10u. The customer experienced the symptoms related to high blood glucose such as nausea, headache, joint pain. The customer notice that blood glucose was 400 mg/dl was high when he woke up, tested and gave himself the bolus it was not work, did another bolus, still not working, they went home and change the infusion set and reservoir. This afternoon insulin pump stopped working again, and they gave it another hour and give bolus no alert or alarm on the insulin pump, they waited if it will lower his blood glucose, meter read 600 mg/dl so they went to the emergency room and the doctor stated that the actual blood glucose was 750 mg/dl. The customer was not sure if his husband was using auto mode. The customer was offered to do troubleshooting but they declined and wanted to get a new insulin pump. The insulin pump will be returned for analysis.